Event description:
The customer reported to olympus, the hd camera head had a bad blurry image during sterile reprocessing. Upon inspection and testing of the returned device, a faulty cable was found. There was no patient involvement. The medical device report (MDR) is being submitted to capture the reportable malfunction of a faulty cable found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. During evaluation it was determined the lines on the screen was attributed to a faulty cable . In addition, it was noted there were cracks on the video connector, the serial plate had a faded number, and the UDI barcode was also faded and unable to be scanned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty cable could not be determined. The event can be prevented by following the instructions for use which states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damage. Olympus will continue to monitor field performance for this device.